Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgical tech was assembling tibial cutting jig and realized red knob was stuck, it cannot be adjusted. I am returning for you to inspect. This did not delay surgery, no one was injured.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device could not confirm the reported event. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d9 corrected: h3.